Event description:
User facility reports dsd connectors were modified by sales rep for the purposes of reprocessing distributor's endoscopes on the dsd machine during a sales demo. MFR believes that this could have led to pt injury if it had not been found and corrected by user facility field service. No pt injuries are being reported.